Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose at the time of the incident was 512 mg/dl. Customer stated that was not given bolus yet since meter is not yet connected to the insulin pump. It was unknown weather the customer was using auto mode function at the time of the event or not. The insulin pump will not be returned for analysis.